Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including the functional testing without duplicating the report. Inspection of the device found the pads connector cable was not connected inside the unit. After connecting the pads, the error was cleared. Due to it could not be confirmed if the pads were disconnected at the time of the reported complaint, root cause could not be firmly established. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.